Event description:
It was reported that this right ventricular (rv) lead with this implantable cardioverter defibrillator (ICD) exhibited a gradual rise in shock impedance measurements and displayed an alert for out of range measurements. Technical services (ts) reviewed the impedance plot and advised increasing the upper limit for shock impedance alerts and to continue to monitor. Subsequently this rv lead was explanted and replaced. The rv lead has been received for investigation. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead with this implantable cardioverter defibrillator (ICD) exhibited a gradual rise in shock impedance measurements and displayed an alert for out of range measurements. Technical services (ts) reviewed the impedance plot and advised increasing the upper limit for shock impedance alerts and to continue to monitor. The rv lead remains in service. No adverse patient effects were reported.